Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75 x 15mm xience alpine stent was implanted on (B)(6) 2018. The patient presented with st-elevation myocardial infarction (stemi) before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms, including chest pain. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.